Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device overheated, had a broken driveshaft, a cut in the cord and a pin pushed back. Therefore, the reported condition was confirmed. It was determined that the device overheated because the driveshaft was broken. It was further determined that the driveshaft was broken from excessive force. It was also noted that the cut in the cord was from allowing the cord to come into contact with a sharp object. It was also determined that the pin pushed back in the connector was from the connector not being properly aligned and forced into the female connector when plugging it into the console and pushing in the pin. The assignable root cause was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was discovered that the connector pin was recessed on the motor device. During in-house engineering evaluation, it was observed that the device overheated. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.